Event description:
Resident was being transferred using the dextra lift. When he was positioned in the chair, a cna moved the positioning handle of the support frame to release the pressure on the sling so it could be unfastened from the leg attachment points and then let go of the handle. A second cna released the left side of the sling and then reached across resident to release the right side (see attached diagrams). As the right side was released, the support frame jerked toward the resident and the end of the shoulder support struck the resident in the corner of his left eye causing serious injury. The resident reqired surgery which resulted in removal of the resident's right eye.after observing the cnas involved reenact the transfer, we came to the conclusion that a likely contributing factor was that the erson unfastening the right shoulder sling was not controlling the support frame thereby creating the situation in which the frame was able to move freely and hit the resident. The training film and the manufacturer's printed instructions were reviewed and there was noting to reflect any precautions to take when releasing the sling.our procedure has been modified to address the need for the person releasing the sling straps to leave one hand on the control handle at all times and that if a second person is involved with the transfer that he/she work with the resident only and not with the lift to assure control of the support framedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design, design - human factors. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.